Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Product serial number was not provided. If implanted/explanted; give date: unknown/not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient needed a better near vision, so zxr00 multifocal intraocular lens (iol) had to be explanted. Patient outcome is unknown. Product is expected to be returned. No additional information provided.

Manufacturer narrative:
Correction: upon further review of the file, it was learned that the event for the serial number (B)(4) was already captured and submitted under manufacturer report number 9614546-2018-00881. Therefore, no further information will be provided under this manufacturer report number 9614546-2018-00879, as it has now been determined to be a duplicate file/report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.